Event description:
Patient reported she was hospitalized (infection in her life and needed antibiotics). Admitted on (B)(6) 2024 and discharged on (B)(6) 2024. Patient missed winrevair dose on (B)(6) 2024 and lost 20 lbs. (Current weight 128 lbs. = 58.06kg). Md aware. No further information provided. Product lot number and expiration date were systematically retrieved from the dispensing system.